Event description:
It was reported that during procedure this console exhibited low power which caused the patient to have post bleeding. No additional information was reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h6: device codes.

Event description:
It was reported that during procedure the mirror of this console was misaligned which caused the patient to have post bleeding. No additional information was reported.